Event description:
It was reported that the device was explanted after an implant duration of approximately 10 days due to a paravalvular leak. Per the patient's medical records, "postoperative transesophageal echocardiography revealed proper functioning of the bioprosthesis with a very small perivalvular leak corresponding to an area of heavy intramural calcification. [It was] decided that this was of no clinical significance." Unfortunately, the patient experienced severe aortic insufficiency postoperatively and was returned 10 days later for redo-aortic valve replacement. "The aortotomy incision was reopened. The valve was examined. The valve itself was structurally intact. The paravalvular leak was located at the right coronary cusp due to a torn suture line. We proceeded to removed the entire valve. ...there was a torn muscle in the area of concern. ...we decided then to reimplant a new 23-mm bovine bioprosthesis... The valve was seated properly... The patient was then separated from cardiopulmonary bypass..." No operative complications reported. Of noted, the patient also had a permanent pacemaker was implanted approximately 4 days post-op for heart block.

Manufacturer narrative:
It was reported that this valve was explanted due to paravalvular leak (pvl). Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, there was a small pvl corresponding to an area of heavy calcification noted during the initial procedure. It was decided to leave the valve in place. During explantation of the valve, it was noted that there was a torn suture line causing the leak. Unfortunately, the explanted device was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause of this event. Based on the information provided, it appears that this event was likely due to patient and procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.